Manufacturer narrative:
The pump was returned to animas for evaluation. During evaluation, the display screen was found to be dislodged. A review of the pump history indicated loss of cartridge detection had occurred which was not duplicated during testing.

Event description:
During evaluation, the display screen was found to be dislodged. A review of the pump history indicated loss of cartridge detection had occurred.